Event description:
Related to MFR report # 2183959-2012-00158. On (B)(6) 2006, the pt was implanted with an ams perigee graft to treat the pt's pelvic pain, pelvic floor relaxation, vault relaxation, and rectocele. It was reported that the pt now suffers stress urinary incontinence, infection, scarring of tissue, dyspareunia, and pain. It was also indicated that the pt is in need of add'l treatment and/or surgery.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.